Manufacturer narrative:
Na.

Event description:
The event occurred on an unspecified date and involved a diana pump. It was reported that this pump is used in one of the customers high volume intravenous (IV) rooms. It is reported that the power cord and blue sensor wires are exposed and the customer would like them to be replaced. It was stated that there was no patient involvement and no report of harm. Received in testing only the power cord and the channel 2 sensor cable on november 15, 2021. It was noted that both of the cables failed visual inspection. The outside shield of the power cord was cut open and the inner wires were exposed. The channel 2 sensor cable was broken near the sensor end, and both cables were damaged during use. Therefore, the reported complaint was confirmed. The outside shield of the power cord was sliced open during use and the inner wires were exposed. The damage was probably done by stretching and bending the cable repetitively during use.

Manufacturer narrative:
Na.

Event description:
The event occurred on an unspecified date and involved a diana pump. It was reported that this pump is used in one of the customers high volume intravenous (IV) rooms. It is reported that the power cord and blue sensor wires are exposed and the customer would like them to be replaced. It was stated that there was no patient involvement and no report of harm. Received in testing only the power cord and the channel 2 sensor cable on november 15, 2021. It was noted that both of the cables failed visual inspection. The outside shield of the power cord was cut open and the inner wires were exposed. The channel 2 sensor cable was broken near the sensor end, and both cables were damaged during use. Therefore, the reported complaint was confirmed. The outside shield of the power cord was sliced open during use and the inner wires were exposed. The damage was probably done by stretching and bending the cable repetitively during use.